Event description:
Info received indicates mattress fluid ingress in the head cushion and topper foam.

Manufacturer narrative:
The facility replaced the mattress cover, cushions and topper to repair the bed.